Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the needle broke. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.